Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown rejuvenate modular femoral stem - left hip. Additional information has been requested and if received, will be provided in the supplemental report. Device evaluated by MFR: not returned.

Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The following measurements were recorded 14 months following index surgery: cobalt - 11; chromium 3.8. The patient is reported to be symptomatic. Infection has not been diagnosed.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient has rejuvenate modular femoral stem and 36 mm biolox femoral head components implanted in both her left and right hips.